Event description:
It was reported that the ilet issued multiple insulin occlusion alerts overnight and again later the same day, with elevated blood glucose readings of 355 mg/dl despite supply changes, and the user¿s caregiver initially attached the cartridge to the connector before inserting it into the ilet; the event was categorized as a use of device problem with the applicable device component not otherwise specified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user, along with real-time guidance through a complete supply change and tubing fill. Investigation of this case revealed no device problem and that the issue aligned with user handling, as the infusion set and cartridge were deployed or connected in the incorrect order leading to occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.